Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient experienced did not wear a mask (date of onset not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. Treatment for the events were not reported. Dianeal pd4 ambuflex therapy was ongoing. The outcome for the event of did not wear a mask was not reported. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the event of peritonitis at the time of reporting. A causality statement was not reported for the event of did not wear a mask. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to poor aseptic technique. A label review was performed and found to be adequate. A batch review was performed for the potentially related lot number (h10i01080), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.